Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarms due to corroded keypad traces. No moisture damage found on electronics assembly or motor. The insulin pump had cracked belt clip slot, battery tube threads, reservoir tube, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 140 mg/dl. Wife stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.